Event description:
Optometrist reported a female patient with a small central corneal ulcer, approximately 0.50mm in size. There was no reported loss of visual acuity and no culture was taken. The optometrist feels that it is a result of the uv/io lenses. The injury has resolved and the patient remains under treatment. No additional information is available to enable further investigation at this time.